Manufacturer narrative:
E1: initial reporter facility name - the first affiliated (B)(6). E1: initial reporter phone -(B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked. No damage was found in the imaging core within the telescope and sheath sections of the device. The imaging window had ripples. Impedance testing showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 06dec2025. It was reported that visualization issues occurred. The 77% stenosed; 36 x 4.0 mm target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was recognized by the system and motor but failed to display an image. The screen remained black even after brightness was increased. The motor connection was reconfirmed and there was no problem. After retesting, the image still failed to appear. Three imaging runs were completed before image loss occurred. The procedure was completed with another of same device and the patient remained stable after the procedure. However, device analysis revealed that the imaging window had ripples.